Manufacturer narrative:
Beckman coulter inc. Service was dispatched to the site on (B)(4) 2011 in conjunction with this event. On (B)(4) 2011 a field service engineer (fse) verified instrument fluidics connections, mixer speeds, vacuum levels, and probe alignments. The fse performed the following: centered the probe in the wash tower. Passing system check and a passing high sensitivity system check within instrument specifications to verify hardware operation. Twenty accutni tests with wash buffer as the sample to test hardware performance and all 20 results were dosed at 0.00ng/ml as was expected. Verified hardware was operating within instrument specifications. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2011-06365.

Event description:
The customer indicated that higher than expected cardiac troponin (accutni) result within the risk stratification range for one patient sample was generated on a unicel dxc 600i synchron access clinical system. The elevated accutni result was reported outside of the laboratory and the patient was admitted and placed under observation due to the elevated results. The samples were collected in a lihep plasma sample tube and centrifuged at 4500 rpm for 10 minutes. The qc was performing within the customer's established ranges on the date of the event. On (B)(6) 2011 system check was performed and passed within instrument specifications. Subsequent testing of the patient's initial sample and second sample produced lower results within the normal reference range of the assay. The repeat testing was conducted on the same instrument and an alternate instrument. On (B)(4) 2011 a field service engineer (fse) verified instrument fluidics connections, mixer speeds, vacuum levels, and probe alignments. The fse performed the following: centered the probe in the wash tower. Passing system check and a passing high sensitivity system check within instrument specifications to verify hardware operation. Twenty accutni tests with wash buffer as the sample to test hardware performance and all 20 results were dosed at 0.00ng/ml as was expected. Verified hardware was operating within instrument specifications. A definitive root cause for this event has not been determined to date.